Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while suturing mesentary, suturing anastomosis stomach and jejunum, suturing jejunum to jejunum, the device had difficulties in toggling. As a result, the patient incurred very little tissue damage; the jejunum tore as the needle was being pulled out of the first bite. A new handle and needle were used in order to resolve the issue. The patient is alive with no injury.